Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert delivered for low pacing lead impedance on the right atrial (ra) lead. No intervention has been taken at this time and the patient was stable and will continue to be monitored.